Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, (B)(4). Based on discussion with FDA, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was returned to pentax medical from a customer on (B)(6) 2017 with a concern of distal cap failed field inspection. Inspection of the unit was performed on 06/05/2017 where the quality control inspector found the following: -bending rubber pinhole. -leak at eto vent valve. -bending rubber leak at proximal side. -distal cap missing silicone. Inspection of the seal between the distal body and distal cap was performed on 06/06/2017. The device failed the inspection criteria. Repairs were performed which included replacement of the following components: -bending rubber. -eog valve assy. -eog valve tightening screw imp-1. -distal case/cap. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on 06/08/2017.